Event description:
It was reported that the reservoir of a seven day infusor ruptured. The reporter stated that the ruptured occurred after the patient showered at home. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured february 25, 2014 to february 26, 2014. Evaluation summary: visual inspection of the photograph revealed that the reservoir was ruptured into two pieces. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation; however, a photo of the device was received. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.